Event description:
According to the available information, this case concerns a female patient of unknown age with unknown medical history and unspecified indications for use of tai with peristeen plus. During a recent irrigation procedure (date not reported but presumably in early (B)(6) 2024), the patient experienced leakage around the balloon. When additional air was added to the balloon, she experienced severe abdominal pain (described as stabbing pain), which led to a loss of consciousness. Upon regaining consciousness, the catheter and balloon had been expelled, and the patient had significant pain (described as "glass¿) in her pelvic area for several days. Despite the discomfort, she continued to use peristeen plus. No bleeding or fever was reported, and stool consistency was noted as "concrete" in formed pieces. On (B)(6) 2024, the patient visited the emergency department and underwent a CT scan, which revealed no evidence of bowel perforation. However, the symptoms described are consistent with those of a perforation. The perforation may therefore have been small or partial, thus not detectable on the CT scan.1 on (B)(6), a healthcare professional advised the patient to discontinue the use of tai. No further information is available at this time.